Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent loss of sensing. The device was reprogrammed. No patient symptoms were reported. The patient would be monitored.